Event description:
It was reported that revision surgery is to be performed due to elevated metal ion levels. The devices were implanted in (B)(6) 2009.

Event description:
From mid 2011 the patient experienced groin pain, difficulty walking, clunking and grinding in both hips.